Event description:
The report rec'd indicated that approximately 3 1/2 years after implantation of an unknown cypher stent in the left anterior descending coronary artery, the pt presented with a fracture in the stent that allowed leaking to the stent progression of atheroma. The fracture appeared to be in the mid portion of the stent where the left anterior descending coronary artery takes a fairly sharp turn.

Manufacturer narrative:
Approximately 3 1/2 years post cypher select stent implantation; a fracture was identified on angiography. As reported, there was "an unusual form of stenosis" associated with the fracture. The stent fracture was treated with implantation of another stent. No medical history or details of the initial procedure were provided. Procedural cd's were sent to an independent reviewer. The first cd demonstrated a pre-existing lad stent at the time of the cypher select implantation in the proximal to mid segment with good results. Additional disease was noted in a diagonal branch as well as in the distal circumflex. The second cd "revealed a stent fracture in the proximal to mid-segment of the stent in the lad and evidence of proximal aneurismal dilatation and possible deep wall injury with dye extravagation into several small aneurismal pockets." Of interesting note, the pre-existing stenosis in the distal circumflex that had not been treated also revealed evidence of pre-stenotic dilatation with aneurysm formation. The reviewer noted that the area where the fracture occurred was a relatively angulated segment; that the vessel exhibited significant mobility and the degree of calcification appeared small. These factors may have contributed to the stent fracture. Also noted: in situations where high pressure may be utilized in pre-dilatation, if the pre-dilated segments are not completely stented, this phenomenon may arise. No product could be returned, as it was still implanted. A review of the manufacturing records could not be done without a lot number. The available information does not make it possible to identify the causative factors with any certainty; however, vessel/lesion characteristics and procedural factors may have contributed to the event.